Manufacturer narrative:
The anesthesia workstation was initially investigated at the hospital by the hospital biomedical engineer and the afgo valve was replaced due to leakage. The replaced afgo valve has not been returned for further investigation. After replacement of the afgo valve, the afgo valve test passed. The system check out was still failing the manual leakage sub-test with the message, "excessive leakage." When our field service engineer visited the hospital for the repair, the anesthesia workstation was found open, and it had been worked on. The service dispatch was for the excessive leakage during the manual ventilation leakage sub-test. The reported issue could be reproduced. During trouble shooting, all connections internally were fastened, and the patient cassette and reflector connections were cleaned. The afgo valve was checked and all were found to be without faults. After successful system check out, functional, and safety tests, the anesthesia workstation was returned to service. The received device logs confirmed a leakage, but does not point out the source of the leakage.

Event description:
(B)(4).

Event description:
It was reported that the anesthesia workstation failed the leakage test during the system check out. There was no patient connected to the unit at the time of the event. (B)(4).